Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stenting procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter became stuck on the guidewire, and stretched and broke. It was confirmed that no portion of the device detached in the patient and no other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stenting procedure in the common bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter became stuck on the guidewire, and stretched and broke. It was confirmed that no portion of the device detached in the patient and no other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system was returned for evaluation, however the stent component was not returned. The suture was noted to be detached from the push catheter and was also not returned. Visual evaluation of the device revealed the push catheter to be kinked and the suture hole of the push catheter to be torn. The guide catheter was found stretched and broken. The broken guide catheter was returned stuck on a guidewire and could not be removed due to the stretching in the guide catheter. No damage was noted to the guidewire. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.